Event description:
A malfunction was reported by a customer involving a pump, described by the code 16-0x20e6. There was no reported adverse impact to the customer's blood glucose level. The pump has been scheduled for return, and a replacement pump with a new serial number has been issued.